Event description:
The customer reported an issue with their meter which suggests the memory overwrite malfunction has occurred. There was no report of death or serious injury. However, the customer reported symptoms of tiredness and numbness in legs and feet. No third party medical intervention was required.

Manufacturer narrative:
(B)(4). The product has been returned and an investigation is in process. Customers and retailers have been informed through the adc fa16may2006 letter.